Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported difficult device removal due to foot retraction issue. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-confirming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device removal due to foot retraction incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6f. Reportedly, during placement of the second proglide device, the foot would not retract and the device could not be removed from the patient anatomy. A surgical cut-down was done to remove both proglide devices and the artery was surgically sutured closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was a clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.